Manufacturer narrative:
Describe event or problem field has been updated.

Event description:
It was reported to philips that the device had a defibrillation test failure. Upon evaluation, the device was unable to pass therapy delivery test due to capacitor energy low.

Event description:
It was reported to philips that the device monitor was not functioning. Upon evaluation, the device was unable to pass therapy delivery test due to capacitor energy low.